Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set pooling event on (B)(6) 2025. The insulin pooling under skin. The blood glucose level was 300 mg/dl and the patient was treated with pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available. '